Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure a faradrive steerable sheath was selected for use. The sheath presented a valve problem that caused bubbles. The bubbles were seen during aspiration with a syringe after the transseptal puncture once the dilator was removed. The procedure was completed using a replacement sheath. No patient complications were reported. The device is expected to be returned for analysis.